Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow up, no capture, decreased sensing and pacing lead impedance were observed. Fluoroscopy showed lead dislodgement. Lead was repositioned successfully and patient condition after the event was good.